Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was completed as planned by saving images as fluoro grabs. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to acquire images due to low disk space. Review of the system log file showed that there was a malfunction with frontal ip-pc. Upon troubleshooting, fse found that the issue was due to hardware fault internal to image processing pc and fse recreated the image store temporarily. Later to resolve the issue, fse replaced the ippc and its hard drives. The replaced ippc was returned to philips for further analysis and the analysis confirmed that the malfunctioning of ippc was due to failure of memory. However, following the replacement of ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to acquire images due to low disk space. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.